Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump experienced overheating during use, consistent with an overheating device issue involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed findings consistent with an insulation problem associated with the battery, aligning with an overheating device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.